Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, the patient presented with pericardial effusion. The right atrial lead was revised and remains in use. No further patient complications have been reported as a result of this event.